Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: 9733625, serial/lot #: unknown: foreign report source: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a tumorectomy procedure. It was reported that after registration, nothing was displayed on the screen suddenly. An attempt was made to reboot, but the power would not turned on at all. Anomaly of the uninterrupted power supply (ups) was presumed and the issue was resolved after replacement. There was no reported delay to the procedure or impact on patient outcome.

Manufacturer narrative:
H3: the uninterrupted power supply (ups) was returned to the manufacturer for analysis. When connected to ac and a known good batter y, the returned ups would not power up. The hardware investigation found that the reported event was related to a hardware issue. H6: 10, 120, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Continuation of concomitant medical products) product ID#: 9733625. If information is provided in the future, a supplemental report will be issued.